Manufacturer narrative:
(B)(4)

Event description:
The patient reported she started to have a gradual return of symptoms/accidents again which started in (B)(6) 2015. The patient did not feel stimulation; sometimes she would feel it, but not constantly. The patient confirmed therapy was on. She reported she did bop down on her bottom and that may have had something to do with it, but other than that she did not really have any traumas or falls that could be related to the event. The patient did not feel stimulation in the correct area. She was on program 1 at 5 something and had tried turning it up to 6.35 v and that had not helped. She changed to program 2 at 6 v and still felt nothing. She then tried program 3 at 3.20 v and she was now feeling stimulation in the correct area. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Follow up is being conducted to determine the circumstances that led to the gradual return of symptoms/accidents and the intermittent stimulation sensation as well as the steps taken to resolve the issue. Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the circumstances that led to the gradual return of symptoms and the intermittent stimulation sensation was panic attacks due to stress. A manufacturer representative (rep) assisted the patient (pt) in raising the level. The pt noted they took a sudden fall (bounce) and assumed that it affected the equipment. If additional information is received, a follow-up report will be submitted.